Event description:
It was reported that the handpiece began overheating during an extraction procedure. There was no reported pt or user injury, and the procedure was completed successfully with another device that was on hand.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and no power in the device was confirmed. Based on the investigation detail, the likely cause for the alleged issues was the driveshaft and bearings, which have been replaced. The handpiece was repaired and returned to the customer.